Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within three days of implant the patient had experienced two syncopal episodes. Far field r-wave (ffrw) oversensing was noted on the patient¿s right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained that the ra lead was reprogrammed and remains in use.